Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the target temperature setting and cooling system was not working in an arctic sun device. Per review of wo on 08may2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the system was not cooling. (Arctic sun 5000) no error code observed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. It was reported that the cooling system was not working. During repair, it was found that the chiller pump out of order, replaced the chiller pump as per the service procedure. Unit was cleaned. All applicable upgrades were verified complete in accordance with service procedures. The arctic sun was functionally tested as per the procedure. An electrical safety test was performed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions can be taken at this time. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the target temperature setting and cooling system was not working in an arctic sun device. Per review of wo on 08may2025, there was no patient involvement.